Manufacturer narrative:
On (B)(6) 2020 customer reported unexpected negative amnisure results with no adverse outcome. Date of event is unknown customer was unable to provide additional details. In an abundance of caution qiagen is reporting this incident as a possible malfunction. The lot is performing within specifications. No other customers have reported issues with this lot. Qiagen's overall evaluation does not indicate a systemic problem with this lot.

Event description:
A customer reported patient in labor and grossly ruptured and amnisure (B)(6). No injury reported.